Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the plan difficulty was not determined. When asked about the extent of any inaccuracy the rep indicated "using a target and entry the md tried to follow it with the stylet, once target was reached no csf was returned. Md felt system was inaccurate. Sterile field broken, the patient was retraced at 1.1 mm and surgery was successful at that point. Csf was obtained."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for catheter placement. The rep indicated that the healthcare provider (hcp) planned target/entry, but had a difficult time following the plan in order to get to target. The hcp was eventually able to align with the target, but no csf was returned. Surface level accuracy was verified and seemed accurate, but the hcp decided to re-trace and upon doing so made a new place and proceeded. The hcp was on target immediately and csf was obtained as intended. The delay in procedure was less than one hour and there was no change in patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found that after the logs and archives were reviewed, the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.